Manufacturer narrative:
Exemption number e2019001. The device was returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the 5.50x150mm armada 18 balloon dilatation catheter, when negative was pulled, a leak was noted in the balloon. The device was not used. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported balloon leak was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported balloon leak as no issue was identified during return device analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.